Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported that pseudoarthrosis was observed in a case using t2gtn, and revision surgery was performed to remove it and replace it with t2alpha-gt. Two of the distal screws were broken off. Only the nail was removed and replaced with a gt, leaving the broken screw in place.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported that pseudoarthrosis was observed in a case using t2gtn, and revision surgery was performed to remove it and replace it with t2alpha-gt. Two of the distal screws were broken off. Only the nail was removed and replaced with a gt, leaving the broken screw in place.

Event description:
It was reported that pseudoarthrosis was observed in a case using t2gtn, and revision surgery was performed to remove it and replace it with t2alpha-gt. Two of the distal screws were broken off. Only the nail was removed and replaced with a gt, leaving the broken screw in place.

Manufacturer narrative:
Please note that the gtin number was accidentally populated as the serial number, it was corrected. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.